Manufacturer narrative:
Complaint investigation is in process.

Event description:
Customer stated that they have experienced discrepant results with the realtime sars-cov-2 assay. Customer stated that they have experienced 1-3 discrepant results per (B)(4) since (B)(4). Customer confirmed through environmental testing that no environmental contamination exists. Customer noted an odd late rising target curve for these specimens. Customer repeated these samples on cepheid, and they generate a negative result. Alleged false positive results are not released, rather such questionable results are re-tested on cepheid. Impact on patient management for samples in question is not known; however as questioned realtime results were not released outside the laboratory these questioned results were not made available to have impact on patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the runs associated with this complaint were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Amplification curves showed no background noise indicated by the rox signal and showed strong ic signal indicating no inhibition of amplification. There is no indication that the assay is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for the abbott realtime sars-cov-2 amplification kit and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 510793. The CAPA review for the abbott realtime sars-cov-2 amplification kit and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510793 did not identify any additional complaints related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 510793 was not identified.